Event description:
It was reported the dosage needed to be increased, but before that could be done, an MRI was needed to make sure everything was fine. Two days later, it was reported there was an inflammatory mass and the granuloma was found during the MRI to evaluate the catheter. Later it was reported that the physician would wait to rule out granuloma before increasing the dose so it was unclear if granuloma had been officially diagnosed. The patient had increased pain for the last 6 months. The patient had no neurological deficit as of the time of the report. The system was being used to deliver morphine. Follow-up has been conducted to determine information regarding the specific diagnosis and the patient outcome. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).